Manufacturer narrative:
(B)(6) 2012 - the analysis on this device is pending. (B)(4).

Event description:
During the implantation procedure, the device would only pace intermittently at a rate of <20 bpm. The patient was in complete heart block. The pacemaker was not implanted; a new reply was implanted.

Manufacturer narrative:
(B)(4), 2012,the analysis on this device is pending.

Event description:
During the implantation procedure, the device would only pace intermittently at a rate of <20 bpm. The patient was in complete heart block. The pacemaker was not implanted; a new reply was implanted.